Event description:
Revision surgery - the agency received a call last week stating a new surgery would occur (B)(6) 2016 to re-implant parts that were removed because they were waiting for an infection to clear before putting in the new implant. The metal was worn off on the ulna component. The primary surgery was done in approx. 2006 or 2008.

Manufacturer narrative:
Corrected data: initial MDR had incorrect part number 114827 listed; part catalog number and common device name are unknown. This investigation is limited in scope as limited information was provided to djo surgical - (B)(4) for review. The part and/or lot numbers of the device involved in this event was not provided. To adequately investigate this event, the part and/or lot numbers are necessary. In addition to the lot and/or part numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. On (B)(6) 2016 an agent reported a revision surgery involving the removal of a (ulna/condyle set). Information about the devices that were removed during this revision surgery was not provided. The agent reported, "agency received call last week stating new surgery would occur (B)(6) 2016 to re-implant parts that were removed because they were waiting for infection to clear before putting in new implants. Metal was worn off on the ulna component. Primary surgery done in approx. 2006 or 2008." The date of the original surgery is unknown. Attempts were made to obtain the part and/or lot numbers of the devices that were removed, as of 8 dec. 2016 zimmer-biomet performed a search of invoices and confirmed that no additional information is available for this incident. The root cause of this complaint was a revision surgery due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the devices removed during the revision surgery, it is impossible to determine the source of the infection.